Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they kicked out of auto mod and did not get any alarm. Customer's blood glucose level was 234 mg/dl. The device will not be returned for analysis.